Event description:
I had my first hip labral surgery using the smith and nephew q-fix anchor on (B)(6) 2020 by dr. (B)(6) in (B)(6). I then had to have a repeat hip labral repair surgery on (B)(6) 2021 and dr. (B)(6) showed me the video of how the anchors had failed. He then used the same product and I am still having issues and have another appt. With him in a couple weeks. Here is the info from the first surgery, would you like the info from the second surgery as well? Anchor q-fix mini all sut 1.8 - log1386721, implanted (right) hip inventory item: anchor q-fix mini all sut 1.8 model/cat number: 72290123, manufacturer: smith & nephew inc., smth, lot number: 2042023. I have been in pt, massage therapy and chiropractor for the pain and permanent impairment issues this has caused for over 3 years now. The dr. Told me he had reported the problem to the manufacturer after my first follow up appointment. Following the (B)(6) 2021 surgery and the manufacturer did nothing.